Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient at the replacement of the ins there was some fluid in the pocket that was sent for culture and they thought it might be a staph infection. Additional information received from the rep reported that the infection had resolved by antibiotics and was getting better coupling as the edema resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.